Manufacturer narrative:
The following h6 codes were updated based on the engineering findings: 'investigation findings' and 'investigation conclusion'. The device was not returned for evaluation as it was discarded. The commander delivery system balloon was fully inflated when it burst. Balloon was prepped nominal. No extra volume. A device history record review and a lot history review was unable to be performed because the lot number of the complaint device was not provided. During manufacturing all inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. The work order would have gone product verification testing as a requirement for lot release. All tested samples must pass product verification testing for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Patient's 3mensio imagery, device photos post procedure and procedural cine were provided and revealed the following: significant calcification was present in the annulus and stj. Balloon was burst, bunched up and caught at sheath distal tip. Sheath liner delamination was observed. Balloon burst longitudinally and radially. Balloon profile has been altered and enlarged. Distal balloon legs slightly flared out. Delivery system remained inserted through sheath. Balloon burst remained outside of sheath tip. The IFU, device preparation manual and procedural training manual were reviewed. A review of applicable content revealed that the labeling, IFU, training materials adequately provide warnings and instructions for use and contains the correct content regarding the reported complaint event. A complaint history review was performed for similar events and available information suggests patient factors (calcification) contributed to the similar complaints. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was confirmed through the provide photos of devices post procedure. However, no manufacturing non-conformance was identified during the evaluation. Without a returned device, engineering was unable to perform further evaluation; therefore, a potential manufacturing nonconformance was unable to be determined. A review of the complaint history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, during a tf tavr procedure with a 26mm sapien ultra valve delivery system, the balloon ruptured due to heavily calcified stj. Per the imagery review, it was noticed that calcification was present in the patient's annulus (noticeably in the stj area). The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As such, available information suggests that patient factors (stj calcification) may have contributed to the reported event. There was no manufacturing nonconformance, and no IFU, labeling, training manual inadequacies identified in this investigation. Therefore, neither a corrective or preventative action nor a product risk assessment are required at this time. This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2021-03636.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards lifesciences field clinical specialist (fcs), during a transfemoral tavr procedure with a 26mm sapien ultra valve delivery system, the balloon ruptured due to heavily calcified stj. No procedural complications. Patient not harmed. Implanter believes the balloon rupture was due to contact with calcified stj contact. 26mm implanted in an annulus of 502mm2 and stj measured 24.5mm.